Manufacturer narrative:
(B)(4). Approximate age of device - 35 days. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient presented to the hospital with low flow alarms and a hemoglobin level of 6 g/dl, which was down from 9 g/dl. A bulbar lesion was found in the distal duodenum, which was treated with epinephrine and endoclips. It was reported that the patient was stable and was put back on aspirin and coumadin. The patient was discharged home with no further issues.